Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and obtained. Can you please provide the procedure name and date? Wedge excision of hips (B)(6) 2021 what date did the blister/reaction occur on? Unknown but first saw on (B)(6) 2021. Do you have any pictures of the blistering reaction? Unknown but has picture of result. Was there any medical or surgical intervention performed to treat the blisters (product removed; re-operation; wound re-closure; steroids or antibiotics prescribed; other medication prescribed)? If so, please clarify. Surgically debrided and dressed bathatrason ointment and abdactic. Can you identify the product code and lot number of the product that was used? Unknown. What is the most current patient status? Patient is doing very well. Additional information was requested however, not received. If further details are received at a later date a supplemental medwatch will be sent. Is this the same event that was reported by the sales rep (B)(6) on (B)(6) 2021 about a patient that developed traction burns after a buttock lift? ((B)(4)) if not, and this is a separate patient, please provide the following information: please provide photo previously mentioned. Please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? I respectfully decline to continue to provide additional information. The patient is doing well with a small amount of hyperpigmentation in an area beneath her undergarments. I feel the blister is a result of tissue swelling against the tape. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an wedge excision of hips procedure on (B)(6) 2021 and topical skin adhesive was used. The patient had blistering. Site was surgically debrided and dressed bathatrason ointment and abdactic. Additional information has been requested.